Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery on (B)(6) 2023, the device was not cutting the skin correctly. An additional skin graft was taken. There was a delay of an unknown time while the patient was under anesthesia. It was noted that when the surgeon switched to a different dermatome to complete the surgery, it sounded different than the dermatome that malfunctioned. Due diligence is complete and there is no additional information available.